Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event could not be established. The current version of the twiist aid system user guide provides information regarding potential causes of hypoglycemia and ways to prevent it. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 15-may-2026 and forwarded to millyard advanced medical products, llc, on the same day. It was reported that the user experienced a 27 mg/dl low glucose event while changing supplies at work. The user lost consciousness, and emergency medical services (ems) were called. Ems gave 50% dextrose to bring the user's glucose to 200 mg/dl while on the way to the emergency room (ER). The user's healthcare provider (hcp) was able to confirm that basal insulin delivery was suspended during the event, per design. The ER pharmacist stated that the low glucose event was suspected to have been due to the user not eating for several hours leading up to the event. The user remains ongoing on their twiist pump.